Manufacturer narrative:
(B)(4). MFR 3004753838-2019-029503 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient experienced an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.